Event description:
It was reported that the user experienced nocturnal low glucose and elected not to treat one event, with a sensor value of 61 mg/dl that later trended upward without fingerstick confirmation; the user also reported occasionally taking carbohydrates preemptively around 100 mg/dl before pump alerts, and education was provided regarding how such behaviors can lead to pump maladaptation and hyperglycemia. Symptoms included typical hypoglycemia sensations when active, though none were perceived while the user remained in bed. Outcomes included low glucose events without reported injury, hospitalization, or medical intervention. Investigation included a review of user behaviors and product use with troubleshooting and education on appropriate hypoglycemia treatment and the pump¿s learning algorithm. Investigation of this case revealed user-managed glycemia patterns inconsistent with recommended treatment and timing, which can affect automated insulin delivery behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior and use error.